Event description:
It was reported by the rep the device was used during a low anterior resection. It was reported after completing the proximal transection of colon with a "tlc", dr placed the ax55g very low in the pelvis to make the distal transection. Dr stated instrument made a loud cracking noise upon firing. She then transected the specimen, and the nurse pushed the release button on the ax55g. Upon removing the ax55g, the surgeon noticed none of the staples formed and bowel contents were spilling out. The surgeon stated she was forced to perform a hand sewn anastomosis because there was not enough bowel left to put another ax55g across. She stated it took an extra 1.5 hrs to complete the case.